Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis indicated the lead failed a resistance test. An x-ray showed the cathode coil was fractured at the distal end of the terminal pin. The crimp sleeve of the lead had also migrated.

Event description:
Boston scientific received information that during an implant procedure, a blood clot got stuck in the helix of this right ventricular (rv) lead thus preventing it from extending properly. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.